Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had iab disconnected alarm occurred.

Event description:
It was reported that during use on patient cs300 intra aortic balloon pump (iabp) had iab disconnected alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, e1 (initial reporter, event site email) e3, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not duplicate issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.